Event description:
It was reported that the stent (subject device) was used in the medical procedure. However, while deploying the stent when the physician pushed to assist stent opening the proximal end of the subject stent herniated into the aneurysm. The physician implanted another stent to cover the aneurysm. The procedure was reported to be completed successfully, and no clinical consequences were reported to the patient.